Manufacturer narrative:
Additional information: d10; h3 plant investigation: the actual device was returned for physical evaluation. An external visual inspection showed no physical damage. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. During fill phase cycle 2 of the post-ast fifteen minutes self-test, a make sure heater bag is on heater tray and unclamped) message occurred and the treatment was cancelled. An inspection of the heater tray/scale found that it was not obstructed and was functioning correctly. There were no fluid leaks in the test cassette during the test treatment. The failure was due to a fluid intrusion, which clogged filters (hp1). The filters hp1 was replaced with a clean filter. The second post-ast fifteen minutes self-test was performed and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads passed and the cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm and a volume error warning during standby and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that the pdrn had recently made a prescription change on (B)(6) 2019 and after the change, the patient started feeling nauseous during fill 1 and then bloated during fill 2. The pdrn was contacted and the prescription was changed again and the symptoms of nausea and feeling bloated subsided. The patient did not develop any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was available to be returned to the manufacturer for physical evaluation, however, the old cycler has not yet been picked up and returned. Additional follow up with the pdrn revealed that the patient¿s prescription was changed because the patient was not meeting their 2.0 goal for clearance. The patient was also experiencing a little pain during fill, so they increased the fill time from 10 minutes to 18 minutes. Per the pdrn, there were no other changes made to the patient¿s prescription and the patient has not reported any other issues.